Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to low pressure and high tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. Visual inspection found the tubing to the sensor board was disconnected. The tubing was reconnected to address the issue.